Manufacturer narrative:
A sample has been returned for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a phlebotomist had used a 23 g x 0.75 in bd vacutainer winged safety push button blood collection set to draw a patient's blood, the safety mechanism was activated and the device separated exposing the needle and the phlebotomist obtained a contaminated needle stick injury between his/her 3rd and 4th finger. The phlebotomist reported this incident to a nurse and a nursing supervisor and the source patient had post exposure lab work drawn. The phlebotomist did not have any lab work done and the source patient tested (B)(6). No other medical interventions were reported.

Manufacturer narrative:
The 301 samples were received for evaluation. All samples were evaluated for cracking, damage to rear barrel. Misalignment of front rear barrel, needle retraction, and activation. No defects were identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6126872. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode. However, (B)(4) has been initiated with regards to front rear barrel separation and is currently in the investigation process.